Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, the physician was unable, even with the use of mineral oil, to completely insert the right ventricular (rv) coil from a competitor lead into the implantable cardioverter defibrillator (ICD) header. The ICD was not used and a different device was used instead. No patient complications have been reported as a result of this event.